Event description:
A family member reported that the keypad buttons were sticking and required multiple hard presses to respond. The family member reported that there was no trauma to the pump and the keypad was intact. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp cloth.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).